Event description:
It was reported that a patient underwent a placement of arthrosurface metallic hemi-cap implant in the left first metatarsal phalangeal on (B)(6) 2011 and suture was used. Five to eight days after the procedure, the patient experienced redness, swelling, pain with no pus. A wound dehiscence occurred at about nine to ten days after the procedure. The patient underwent multiple x -rays, routine lab studies,chest x-ray and wound cultures. One wound culture reportedly grew low levels of (B)(6). The patient underwent wound debridement and two additional surgeries on (B)(6) 2011. The suture was explanted on (B)(6) 2011. The patient was given ceflex as prophylaxis and bactrim ds. Currently, the patient is taking cefdinir 300 mg bid which was started on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device associated with this event is not known. The following are possible products: coated vicryl (polyglactin 910) suture, product code j427h, batch - unknown. Coated vicryl (polyglactin 910) suture, product code j496g, batch - unknown. Ethilon nylon suture, product code - unknown. This medwatch report is in response to receipt of maude event report (B)(4). This is one of two medwatches submitted for this event. See also medwatch 2210968-2011-00981. The same patient is represented in each medwatch.